Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient observed a kink in the cannula and did not think that the cannula entered the patient's skin. Due to this, the patient experienced high blood glucose level reported to be approximately 600 mg/dl. Subsequently, the patient was hospitalized where the patient received insulin and intravenous drip of an unknown medication, which resolved the issue. The infusion set had been in use for one day. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.